Manufacturer narrative:
Investigation Summary:BD had not received samples or photos for evaluation.Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: Damaged / Cracked Tube.BD was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during a blood draw while using BD Vacutainer® SST¿ Blood Collection Tubes, 1 tube was not filling smoothly and upon inspection a crack was noticed in the wall of the tube. The tube was replaced. There was no health impact or consequences reported.